Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported the customer received a reading of 3.1 mmol/l on his adc blood glucose meter and "kept taking sugar" to increase his glucose levels. Customer began to "feel bad" and self-presented to a hospital where a reading of 28 mmol/l was obtained on the hospital meter. Caller did not know what, if any, diagnosis or treatment was provided to the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of freestyle precision neo meters, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. Dhrs (device history review) for precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle precision neo meters and precision test strips. No tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's father reported the customer received a reading of 3.1 mmol/l on his adc blood glucose meter and "kept taking sugar" to increase his glucose levels. Customer began to "feel bad" and self-presented to a hospital where a reading of 28 mmol/l was obtained on the hospital meter. Caller did not know what, if any, diagnosis or treatment was provided to the customer. There was no report of death or permanent injury associated with this event.